Event description:
An application issue was reported with the abbott diabetes care (adc) device via social media in use with a xiaomi 14t phone with android operating system version 16. The customer changed their phone and as a result, the customer has been experiencing "constant" unspecified error messages, signal loss, missing alarms, and unspecified "very" high and unspecified "very" low readings on the adc device due to incompatibility of operating system and device. In addition, the customer experienced a loss of conscious and had contact with an unspecified third-party who provided unspecified treatment. Adc customer service is unable to follow-up with the customer to obtain additional information on the product problem and medical event as there is no contact information for the customer on file. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced "constant" unspecified error messages, signal loss, missing alarms, and unspecified "very" high and unspecified "very" low readings with the reported application. Per the compatibility guide, use of the xiaomi 14t operating system android 16 is incompatible with the reported application software version 2.13.0. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.